Event description:
A falsely elevated glucose result was obtained on the dimension rxl analyzer. The result obtained was 243 mg/dl. The physician questioned the result and the sample was repeated. The repeated result was 100 mg/dl. A sample from the same tube was taken and run again. The result was 100 mg/dl. There was no adverse health effect due to the erroneous result being reported to the physician. Patient treatment was not prescribed or altered. Customer transfers all specimens from the sample tube to a small sample cup when running on the dimension analyzer.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of instrument data shows nothing unusual. Customers poured off specimen into a small sample cup for running on the dimension analyzer. Therefore, there is a possibility of a sample mix-up as the cause of the erroneous result.